Event description:
Complainant alleged that during a demo the autopulse® platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to (B)(4) for analysis. Visual inspection of the returned platform shows no damages. A review of the archive was performed and the reported complaint of user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed. The archive data however, shows that ua45 messages occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive shows no event occurred on the reported event date. Functional testing was performed and the reported complaint was confirmed. It was found that the encoder gearbox was at fault. Based on the investigation, the part identified for replacement was the encoder gearbox. In summary, the reported complaint of ua45 message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective encoder gearbox. Upon replacement of the encoder gearbox, the platform passed all testing criteria.